Event description:
It was reported that pump displayed a cartridge change error during use. There was no adverse impact to the customer¿s blood glucose level. Customer inspected cartridge o-ring and pneumatic tap area as instructed, cleaned area with an alcohol wipe or lint-free cloth, and then followed on-screen steps to reload cartridge, after which pump successfully completed load process and insulin delivery was resumed.